Event description:
Revision surgery - due to the cup going through the medial wall post operatively and becoming unstable. The surgeon removed and replaced the cup and liner with competitor products. The surgeon also removed and replaced the head and added a sleeve with a djo product. The original stem remained in the patient.

Manufacturer narrative:
There are 2 shells listed on the original dticket, item 430-98-050 was cancelled on the order. 430-98-050 was reported on initial medical device report in error. Manufacturer narrative: the reason for this revision surgery was the cup went through the medial wall and became unstable. The previous surgery and the surgery detailed in this investigation occurred 21 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. This investigation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the cup going through the medial wall and became unstable. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was defective. There are no indications of a product or process issue affecting implant safety or effectiveness.